Event description:
An elevated troponin (accu tni) result from a single patient that was generated by the unicel dxl 800 access instrument. The initial accu tni result was 0.50ng/ml. The customer is unsure if the accu tni result was reported out of the lab. The customer re-tested the patient original sample for accu tni. The repeat result was 0.02ng/ml. The customer indicated that there has been no change to patient treatment that can be attributed to or connected with this event.